Event description:
Livanova received report that a bubble detector sensor was faulty. No additional information was provided and a reportable malfunction cannot be excluded. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the bubble detector sensor. The incident occurred in manchester, new hampshire. The faulty bubble sensor was replaced with another. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: through follow up communication livanova learned that this event is a duplicate of another complaint already captured in livanova complaints database. In detail, it was found that the bubble sensor had deflated cushions. Following to this information received, the reportability decision has been re-evaluated to not reportable event since deflated bubble sensor cushions lead the bubble sensor to trigger false bubble alarms. Over sensing of the bubble sensor, triggering false bubble alarms, cannot cause or contribute to death or serious injury. Indeed, the alarm can always be cleared once the line has been verified to be free of air and the perfusion can be easily restarted. If the alarms persist, there is always the possibility to override the alarm, allowing the perfusionist to start the pump again.

Event description:
See initial report